Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The bending angle and play of the up/down knob were out of standard value due to wear of the angle wire. It was noted that water tightness was lost due to a pinhole in the bending section rubber and the rubber was chipped. The objective lens and control unit were discolored. The scope cylinder was shaved. It was also noted that water supply volume, air supply volume and water removal ability did not meet the standard value due to clogging of the nozzle. The image was also foggy due to dirt on the objective lens. There were scratches observed throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
It was reported to olympus that evis lucera colonovideoscope had a malfunction with the angulation of the scope. Upon inspection and testing of the returned device, it was noted that there was a foreign object in the nozzle due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of air/water nozzle got into the air/water channel and caused clogging. It was not possible to further presumed the cause of the foreign material entering into the channel since detailed information on handling of the device could not be obtained. Olympus will continue to monitor field performance for this device.